Event description:
It is reported that the pt was revised due to the hinge post extension disassembling.

Manufacturer narrative:
Eval summary: x-ray were returned with the complaint for review and confirm that the post is floating in the knee. Op notes were not returned for review, therefore, the methods and surgical technique used cannot be determined. Based on the available info, a definitive root cause cannot be determined at this time. However, the complaint may be revised upon return of product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.